Event description:
Account alleges the pump would not turn on, even when plugged in. Power indicator light was visible when plugged in. Patient uses jr fiber at an unknown rate and dose. No change to patient's condition.

Manufacturer narrative:
A voltage on the board was close to reset threshold caused by a leaky diode and/or flux residue. The board was reworked to resolve the issue.